Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose values, with one confirmed nadir of 61 mg/dl, while using the ilet system; the user was not eating beyond correction actions and treated lows with small amounts of oral carbohydrate (shot glass of cola), which temporarily restored glucose to range before drifting below 75 mg/dl again. Symptoms included asymptomatic hypoglycemia. Outcomes included no hospitalization, no medical intervention beyond oral glucose, and blood glucose stabilized during the call. Troubleshooting and education were completed, including guidance on hypoglycemia treatment. Investigation included complaint intake and assessment of reported glucose values and user actions. Investigation of this case revealed no device malfunction reported or observed, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.